Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing resulted in the computer being replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer functioned as intended and had no errors or failures. No fault found. Manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that when attempting to power the system on, representative was unable to reach the application launch screen. The first two times, representative powered on and the system stopped at a black screen with white test. The system was left for 15 however, it did not boot up further. System was rebooted again, and the issue persisted. Representative then shutdown the system and once it was restarted, the system booted to blue screen with medtronic logo but did not boot up further. There was no patient present when the issue happened.